Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed sleep current measurement, active current measurement and displacement test; however, pump did not pass self test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed pump error 63 variable 3 on 04/21/2022 19:44:21.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer alleged for low battery alert was not confirmed. Charge/battery lasts less than expected was not confirmed. Retainer ring damage was confirmed where cracked retainer was noted. Pump error 63 was confirmed due to broken trace u1 pin 6. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a low battery pump alarm and insert battery alarm occurring every 8 hours. The customer also reported that the insulin pump had powered off and the insulin pump passed self test. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was returned for analysis.